Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right atrial (ra) lead exhibited high pacing impedance. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.